Manufacturer narrative:
The main component of the system and other applicable components are: product ID: (B)(6) , lot# serial# (B)(4) implanted: (B)(6) 1992, explanted: product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient did not use the implantable neurostimulator (ins) because they did not need the ins anymore. The patient had an unrelated fusion surgery and since then had not needed the device. Contradictory information was then received stating that the patient did not know if they needed the ins anymore. The patient had extreme osteoporosis that caused the patient pain som etimes starting a couple of years ago. Medications of denosumab and gabapentin were being taken for that pain. It was noted that the ins still functions and turns on with the patient¿s magnet. It was noted that the magnet was too strong since implant so the patient could not carry the magnet with them or it would turn the ins on/off. It was noted that the magnet would turn other equipment in stores on /off. The ins would go on when the patient walked through a library or store. It was reported that it "had been a while" since the issue of the ins turning on/off started. Per the consumer, the last routine check of the ins was about 8 years ago. Health care provider (hcp) listings were required and provided. No further complications were reported.